Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced diabetic ketoacidosis and blood glucose (bg) level of ¿high¿ (specific value was not provided). The customer required assistance from emergency medical technicians in administering a manual injection to address elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.